Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(4), batch: 19511535.

Event description:
It was reported that the patient was experiencing pain at the ipg site which radiated to the right leg and overstimulation. The patient was hospitalized and underwent an explant procedure. All device components were explanted and discarded.